Event description:
It was reported that during a meniscal repair, after the fist anchor was inserted the rod did not come right back, as per this issue the second anchor was not able to be deployed. No patient injuries or significant delay reported. Surgery was finished using the same device after it was manipulated by the surgeon.

Manufacturer narrative:
As per information provided, this event is not reportable as it was confirmed that the surgeon was able to finish the surgery with same device by manipulating it and achieving fixation of both implants. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.